Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button and alerting power lost alarm. Customer's blood glucose level was 19 mmol/l. Customer stated that the insulin pump was stopped working. Customer stated they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump was exposed to a change in altitude. Customer stated that she had change the battery. Customer stated they were not able to clear the alarm. Customer was advised that revert to backup plan. The insulin pump will not be returned for analysis.